Event description:
The customer reported that the display screen turned yellow. There is no patient involvement. This report was generated pursuant to quality plan (B)(4) - quality plan ¿ ecr als service record remediation.